Manufacturer narrative:
An event of leakage/regurgitation and acute heart failure was reported. The results of the investigation are inconclusive since the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined; however, there was no evidence of device malfunction and it was reported that the patient had multiple comorbidities including morbid obesity, diabetes, and chronic renal insufficiency.

Event description:
On (B)(6) 2014, a 19mm trifecta valve was implanted. On (B)(6) 2018, the patient presented at the ER with acute diastolic heart failure and severe ai as confirmed by echo. On (B)(6) 2018, a 23mm corevalve evolut valve in valve was implanted within the trifecta valve given the patient's high risk status as a reop surgical candidate. The post procedure mean valve gradient was 9mmhg. Patient comorbidities include morbid obesity, diabetes, and acute on chronic renal insufficiency. The patient was reported to be doing well at 2-week follow-up with significant improvement of symptoms and no pvl.